Event description:
Account states that the brakes were not working properly. No pt impact.

Manufacturer narrative:
Tech found that the brakes would set and hold, but one caster would not lock in. Replaced right foot caster to resolve this issue. Stretcher found in ground floor storage area.